Event description:
It was reported that after implant the device had no output, no capture and undefined impedances on both atrial and ventricular leads. The pocket was re-opened and both leads were removed from the header block and checked with the analyzer. Both leads were functioning and were placed back in the header block. Again there was no output, no capture and undefined impedances. It was also reported that the atrial port would not accept the pin-plug. The device was explanted and another device was used. It was further reported that the set screw on the device was not working properly. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found; however, a set screw was damaged.

Event description:
It was reported that after implant the device had no output, no capture and undefined impedances on both atrial and ventricular leads. The pocket was re-opened and both leads were removed from the header block and checked with the analyzer. Both leads were functioning and were placed back in the header block. Again there was no output, no capture and undefined impedances. It was also reported that the atrial port would not accept the pin-plug. The device was explanted and another device was used. No patient complications have been reported as a result of this event.